Event description:
A report was received that the pt underwent a pocket revision procedure due to the ipg migrating in the pt's pocket. The pocket site was revised and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.